Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (mrca) with heavy calcification and mild tortuosity. The 3.00x15mm nc traveler balloon dilatation catheter (bdc) was advanced, against resistance from the anatomy, to the target lesion. During the first inflation at 12 atmospheres (atm), the balloon ruptured. The device was removed without issue. There was no adverse patient effect and no clinically significant delay reported. Another same size non-abbott balloon was used to continue the procedure, followed by implantation of a xience stent to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.